Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed. The damaged sensor board was identified during visual inspection. The cause of the condition was unable to be determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.